Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a zinger guide wire during the procedure. There was no damage noted to the packaging of the zinger guide wire. No issues noted when removing the device from the packaging per IFU. The device was inspected with no issues noted. The physician was treating a lesion at the bifurcation of the mid cx/ om artery. It is reported that the tip of the wire broke off in the circumflex. The physician was attempting to delivery two stents in the cx/ om using the crush method. It is reported that the physician was using a 6f guide catheter and believes the wire was damaged while attempting to deliver resolute integrity drug-eluting stents through the guide catheter. The stent that would not advance was removed and the physician replaced the 6f guide catheter with an 8f gc. The physician was able to snare the portion of the detached wire and removed it from the patient. No patient injury reported.

Manufacturer narrative:
(B)(4). The zinger wire was placed in the om and a non-mdt wire was placed in the cx through the 6f guide catheter. On attempted removal, the zinger wire tip broke off in the om and not the cx as initially reported. The procedure was successfully completed with both vessels stented. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.